Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pace impedance measurements. The device was explanted and the lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the lv lead was tested with a pacing system analyzer (psa) at the revision procedure and was found to be nonfunctioning. The lead-header connection was also checked and was secure. No additional adverse patient effects were reported.